Manufacturer narrative:
Investigation findings: the drill was received for evaluation and the reported problem was confirmed. During testing, excessive heat occurred in the collet and the motor seized. A visual inspection found damage to the lever. In addition, conmed linvatec repair history shows no prior repair for this handpiece. The instruction manual for this device informs the user: continually check all parts of the instrument and its attachments for overheating. If overheating is noticed, discontinue use and return the equipment for service. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. In addition, the recommended service interval for this handpiece is every 12 months and the associated bur guards are every 6 months. Conmed linvatec contacted the customer to request return of the bur guard in use with this event. The bur guard received for evaluation is a non-OEM bur guard and could not be evaluated.

Event description:
The customer reported that during use of this drill in oral surgery, it got hot. The increase in temperature was noted by the surgeon and as a result, the procedure was completed using another handpiece and bur guard. There was no injury or surgical delay associated with this event.